Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the treating physician observed high impedance in both system and normal diagnostics during patient's follow-up visit on (B) (6)2010. No patient manipulation or trauma is believed to have contributed to the event. Patient's device has been disabled and has been referred to a surgeon. Patient has been referred to have x-rays taken. Good faith attempts to obtain additional information have been unsuccessful to date.